Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Visual inspection revealed hair outside the fluid path (in the pouch); hence the reported condition was confirmed. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined. To minimize the risk of presence of particulate matter and hair in the sets, a dust extractor on the packing machine before the blister plastic is being sealed with paper was installed. The equipment extracts the contaminants from the blister plastic before the set is packed.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) a vented paclitaxel set in which there was particulate matter. It is unknown when the alleged defect occurred. There were no reports of patient involvement, patient injury, medical intervention, or adverse events associated with this report. No additional information is available.